Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was implanted the day prior and the patient was asymptomatic. During the pre discharge check, the lead exhibited loss of sensing. Chest x-ray was performed and revealed the lead had dislodged. The lead was repositioned successfully and the patient was in stable condition post procedure.